Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The patient had a para-symphysis fracture. It is reported that during the screw placement, the screw head snapped off when the doctor was completing the final turn, and the patient retained part of the screw.

Manufacturer narrative:
The lot number is unknown, therefore device history records are unable to be reviewed. After evaluation it was confirmed, the screw is broken at about 1 and a half threads below the screw head and is no longer functional. The tip was not received for evaluation as the distributor reports it remains in the patient's bone. There is not significant damage or stripping to the screw head, indicating the screw remained firmly engaged with the blade. The most likely root cause for the complaint is the screw was not driven perpendicular to the bone and/or excessive torque was applied. The IFU (instructions for use) states, "excessive torque can cause the screw to fracture." There are no indications of any manufacturing defects with the returned product.